Event description:
It was reported that the pt's catheter was implanted after its use before date. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).